Event description:
Additional information received from the consumer reported that the step taken to resolve the por message and the return of leakage was that a manufacturer representative came to the patient's health care provider's (hcp's) office and reset the device.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0s2zp, implanted: (B)(6) 2015, product type: lead. Product ID neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had a return of leakage in (B)(6) 2015 and the change in symptoms was indicated to be sudden. The patient had a CT scan done on (B)(6) 2015 and had been to the hospital with her husband several times starting on (B)(6) 2015. She also had cardioversion done for an unrelated heart condition almost two weeks prior to the report. The day of the report, the patient saw a power on reset (por) error code. She saw her physician the morning of the report, who didn't know what the por meant and had never seen it before. The patient hadn't had any traumas, falls, or changes in physical activity. No interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.